Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower machine was freezing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the machine was freezing. A technical support specialist found the setting 'scan on remove' was enabled for both the medication and the medstation, deployed a silent package and proactively enabled database setting 'legacy cardinality estimator' to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.